Event description:
It was reported that the patient with this implantable pacemaker has twiddled this device. At this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker was explanted due to infection and not replaced. No additional adverse patient effects were reported.